Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 600 mg/dl. Customer treated their high blood glucose via manual syringe. Customer was advised on how to perform the priming technique to resolve the alarms on their device. Customer was advised to call back if issues persist in order to further troubleshoot.